Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the torque limit screwdriver was not providing torque to remove screws. Surgical delay was unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the torque limit screwdriver was not providing torque to remove screws. Surgical delay was unknown. The product was returned to j&j medtech orthopaedics for evaluation. Visual examination of the returned device did not find any indication of a product defect. A functional test was performed using torque meter torquelab ltt-2100, ID#cd105741, adaptor lf100006. Dwg-201103080 rev d(manufactured) was used as source of specification. Twelve readings were taken. The specified torque is 18 +/- 3.6 lbf*in. Actual measurements recorded range from 16.79 lbf*in to 17.33 lbf*in. The results of the functional test revealed the device operated within specifications outlined per dwg-201103080 rev d. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the sig hp rev torq lmt scrwdrvr would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.